Event description:
It was reported that during a radical gastrectomy, the tissue pad fell off of the device. The tissue pad was found on the surgical drape. The procedure was completed with a like device. There was no pt consequence.

Manufacturer narrative:
Date sent: 7/11/2008.